Event description:
Caller reported that the mobile app was frozen while they were attempting to deliver a bolus. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to reset the pump, which successfully resolved the issue by allowing the pump to pair with the mobile app again, and no further assistance was required.